Manufacturer narrative:
Although the reported low speed alarms and pump stops were confirmed through the evaluation of the submitted system controller log file, a correlation between the device and the reported event could not be conclusively determined. Visual examination of the lvad revealed loose white, tissue-like depositions on the proximal edge of the inlet tube as well as within the flex section of the inflow conduit. These depositions lacked lamination as well as any denaturation indicating they did not likely form in this location. Although a specific cause for the formation of these depositions and a duration for which they were present in this location could not be determined, if any piece of these depositions became dislodged and flowed through the pump while the pump was operating it could have resulted in the captured alarm events. Additionally, visual examination of the outflow graft revealed a hollow, biological lining. The lining was well adhered and did not appear large enough to obstruct flow, indicating it likely would not have contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2015-01231. Approximate age of device - 8 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing multiple pulsatility index (pi) events the week following a pump exchange. The cause for the pi events was unknown. On (B)(6) 2015, the patient had low speed advisory and pump stop events. The system controller was exchanged. The patient had moderate aortic insufficiency via echocardiogram but no signs and symptoms of obstruction, hemolysis or thrombus. The patient's hemolysis labs were normal and the international normalized ratio was within range. The pump speed was turned down from 9600 rpm to 9000 rpm, the patient was moved to the intensive care unit, and a thermodilution catheter was placed to monitor volume status. On (B)(6) 2015, the patient's pump was exchanged due to concerns of electrical pump failure. No additional information was provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. The (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(4) registry stating: (B)(6) 2015, patient experienced red heart alarm. Overnight patient experienced flow and power spikes. Her speeds dropped to 1700 and pump off alarmed. Echo obtained this a.m., controller, cable, and monitor changed out and patient again experienced pi event, low speed operation and pump off alarm per vad coordinator. Patient began to experience chest pressure and jaw numbness. Attending notified . On (B)(6) 2015, serum ldh is 234,262 CT scan shows no compressive hematoma, outflow graft is not kinked. On (B)(6) 014, pump stoppage overnight. Patient experienced pi event, low speed operation and pump off alarm per vad coordinator. . The pump has displayed increased power consumption and power spikes. High powers on lvad likely related to high flow state and not due to evidence of hemolysis/thrombosis on labs. Alarms have persisted despite replacement of external components. Plan lvad replacement and repair or replacement of aortic valve. Ai is at least moderate by recent tee. 06/23/2015, because of progressive pump stoppage alarms and significant ai, the decision was made to replace the patient's lvad and over sew her aortic valve. The patient was taken to the or for replacement of heartmate ii, and repair of aortic valve for aortic insufficiency. Information also included: patient outcome: exchange. Device malfunction causative factor: no cause identified.